Manufacturer narrative:
D4 & h4: UDI and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the item settings were misconfigured. A technical support specialist (tss) identified a quantity issue in the patient¿s profile that prevented medication issuance. The customer corrected the quantity from 0 to 1. Although the medication order had not processed, the user cycle counted to issue the medication. The tss confirmed the patient had received the medication. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medbank user was not able to dispense item as showing quantity 0 in cabinet. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.